Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. A revision procedure was performed and the lead was explanted. It was noted the lead had pulled back into the superior vena cava. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.